Manufacturer narrative:
Submit date: 05/16/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The catheterization was performed in (B)(6) 2010. On (B)(6) 2011, the pt complained that no negative pressure was observed and hemodiapedesis was noted in the tubes during hemodialysis. Tube removal was recommended after consultation.